Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 32 mm i.d. For use with 56 mm o.d. Shell. Concomitant medical products: zimmer hip system femoral head, (ref. No. 00801803202, lot no. 62268545). Zimmer metal modular acetabular system, (ref. No. 6202-56-22, lot no. 62186326). Zimmer natural hip system, (ref. No. 735402201, lot no. 62177154). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04468.

Event description:
It was reported by legal that this patient underwent an initial right hip arthroplasty and subsequently was revised five years later. During this revision procedure it is noted that the locking mechanism on the shell was not functioning properly. Attempts were made to obtain additional information; however, none was available.